Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Event description:
Allegedly incorrect screw in package and prolonged surgery.